Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a critical alarm was heard and the logs stated a safe state alarm occurred on (B)(6) 2013. The patient was feeling terrible for a couple of days with flu like symptoms and increased pain. The patient was due for a refill a couple of days after this report date. The pump had been alarming for one and half weeks, but she believed it was the carbon monoxide detector in her house and ¿wasn't thinking about it.¿ the pump was last filled on (B)(6) 2013, and the dose was adjusted on (B)(6) 2013. The caller stated patient was feeling much better now. The pump was used to deliver morphine. It was later stated, that as of (B)(6) 2013, the patient was doing well.